Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients ipg was showing high impedance and was non-functional. The patient also had issues with charging. It was noted that the ipg was non-functional as electrocautery was used during the patients previous surgery (MFR report #: 3006630150-2017-03323). The patient will undergo an ipg replacement procedure. No further course of action at this time. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).